Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) had migration. Boston scientific technical services (ts) noted that device needed to be placed subpectoral for migration. In addition, device had two and a half years longevity remaining but a part of subpectoral advisory. The ICD was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, there were no analysis and no prr required per pip # (B)(4) crm as-reported allegations of infection, erosion, and migration.

Event description:
This supplemental report is being filed as updates from product investigation was received. Boston scientific received information that this implantable cardioverter defibrillator (ICD) had migration. Boston scientific technical services (ts) noted that device needed to be placed subpectoral for migration. In addition, device had two and a half years longevity remaining but a part of subpectoral advisory. The ICD was explanted. No additional adverse patient effects were reported.